Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device implant procedure, atrial set screw was stripped. Physician attempted to tighten the set screw however the attempt was unsuccessful. All measurements were stable. Physician elected to keep the system implanted as is and monitor it remotely via merlin.net transmission. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The reported field event of the inability to untighten the a-setscrew was confirmed. The results of the analysis found the a-setscrew was firmly stuck in the connector block caused by epoxy in the setscrew and connector block thread areas. When the setscrew is screwed into the epoxy it has the effect of locking the setscrew in place. The epoxy prevented full insertion of the setscrew into the connector block and resulted in difficulty to untighten the a-setscrew.

Event description:
New information received notes that the device was explanted. No further information is available at this time.